Event description:
Reported due to infection requiring surgical intervention. In 2004, the physician successfully performed an arteriotomy closure with a preclose at (closer ak) device after an interventional procedure. The procedure was performed via the right common femoral artery and closure occurred without any issues. Hemostasis was achieved and the pt was discharged home that same day in good condition. Reportedly the pt returned a couple of weeks later with "sepsis and a groin infection" and was transferred to another hosp for surgical intervention. "The pt was surgically treated to clean up the wound." Although requested, no additional info was provided.